Event description:
The customer claims that during the operation the pin collet fell out into a nurse's hands. Another pin collet was unpacked and used for the rest of the operation. There was no delays in the procedure and no adverse consequences to the pt.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. A follow up report will be made if the device is rec'd.